Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements [throughout these tests] were within normal limits. A set screw mark was noted on the proximal connector, sense a contact pin, in the correct location, indicating full insertion. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that recent shocks by the subcutaneous implantable cardioverter defibrillator (s-ICD) did not convert with 80 joules. Review of the most recent three episodes found that the s-ICD did covert successfully on the first shock. It was further noted that shock impedance appeared to be increasing as it was 77 ohms four months earlier and was now between 92 and 94 ohms. Boston scientific technical services (ts) was consulted and suggested taking an x-ray to check the location of the system. An x-ray was taken which did not yield any significant findings. A revision procedure was performed the same day and the s-ICD and electrode were explanted. A transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted. No additional adverse patient effects were reported.